Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient presented to the clinic on (B)(6) 2018 for reprogramming. They had been doing well with their symptom control, but had lost efficacy. The physician attempted multiple interrogations with their 8840 as well as the patient programmer. They could not interrogate the device and considered it end of service at that time. The physician elected to replace the battery, but asked if we had ever seen one be at end of service this early. There were no known contributing factors reported. No troubleshooting was performed due to battery depletion. The physician elected to replace the battery, but it was unresolved at the time of the report. Surgical intervention had not occurred or been scheduled, but it was planned. No further complications were reported or anticipated.